Event description:
It was reported that the device paddle broke. There was reportedly no patient involvement. The device was evaluated by the hospital's staff of the equipment department and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator paddle, which was replaced by hospital's staff of the equipment department and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported that the device paddle handle broke. The device was evaluated by the hospital's staff of the equipment department and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator paddle handle, which was replaced by hospital's staff of the equipment department and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.